Event description:
Customer reportedly received results of 200 mg/dl and 70 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms were reported with these results; customer was able to self treat. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer has discarded the test strips; replacement was sent.